Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an 84 year old male patient had a rash. The rash was located under one of the electrodes. The patient applied a cream to the rash. The patient's physician advised the patient that he could remove the device for a couple of hours each day to allow the rash to heal. Follow-up indicated that the rash had healed.